Manufacturer narrative:
(B)(4). Failure analysis observed during analysis. Final analysis found the lead was returned in two pieces. An internal abrasion was noted at 2.8 cm to 3.8 cm from the distal tip which breached the re cable lumen. The re cable at the s-curve region breached the inner coil lumen at 4.3 cm to 4.6 cm from the distal tip. An internal abrasion was also noted breaching the re and inner coil lumens at 3.9 cm to 4.2 cm from the distal tip. The re etfe cable coating was abraded at the same location.

Event description:
This report is to advice of an event observed during analysis.